Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for recommended replacement time occurred on (B)(6) 2013. 6947 implantable tachy lead 2010 (B)(6); 4196 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported, the right ventricular (rv) and left ventricular (lv) leads demonstrated high thresholds. It was also reported the device battery depleted earlier than expected. The rv lead was capped and a new lead was implanted. The physician attempted to remove the lv lead, but it would not move; subsequently, the physician decided to leave the lv lead in place. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.